Event description:
On 08/05/2024, it was reported by an arthrex subsidiary employee via sems- (B)(4) that an ar-7300sr sabre began to produce metal debris. This was discovered during a case with no patient harm. The case was completed with a substitute product. The blade was used inside the patient

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Three unpacked ar-7300sr batch/serial number (B)(6), were received for evaluation. Visual inspection noted no problems with the exterior of the devices. Functional testing found that the devices functioned as intended. No problem found.